Event description:
As reported on (B)(6) 2013, a female pt of unk age presented for a endovenous laser treatment of the leg. During the procedure, the treating physician noted visible laser energy emanating form the fiber shaft when firing the laser. The laser fiber was removed and set aside. The procedure was successfully completed with a new of the same device. There was no report of harm or injury to the pt due to this event. It was reported that the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent vial a follow up medwatch. (B)(4).